Event description:
Voluntary medwatch received states that the patient presented with right ventricular lead that exhibited intermittent under-sensing, unspecified over-sensing and low pacing impedance. No intervention was reported. The lead remains implanted and in service. .patient status was not reported.